Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site and was not able to replicate the reported issue. The software and firmware were reloaded as a precaution. A software investigation was also completed, including investigation of system logs. Reviewed the logs and reported the following: there are several "x-ray signal state exposure error" within the logs. In scope to be fixed in the next software release. Only recommendation is to reboot both mvs and ias should this error be encountered. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed an error message. The error message stated, "scan stopped due to exposure problems." The use of medtronic imaging and navigation were discontinued because of this issue, and the procedure was completed successfully with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue and the patient was not impacted.